Event description:
It was reported that the customer said that the canister is getting build up with film and. Customer is worried that pt is getting uti. It's unclear if lot number was requested. Used with female wicks. No additional information provided. It was unknown what medical intervention was provided for the urinary tract infection at this time.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.